Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn and shortened. It could not be determined when or how this damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms indicating that there was no issue to deliver insulin. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The pod ran for 312 pulses and was deactivated by the user.